Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error alarm, e/a alarm, prime/fill or rewind anomaly noted during testing. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump squirted out insulin of the infusion set when priming, had motor errors and unspecified error messages. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump batteries lasted less than 7 days, rejected new batteries and made grinding noise during rewound. The insulin pump will not be returned for analysis.